Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at 7% during windows update due to hard drive issues caused during repeated restarts. The field service engineer worked with the engineering support specialist, replaced the hard drive, reimaged the system, and installed the required image to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck at 7% during windows update and the screen was completely black. Customer tried to reboot and recover the station, but the issue was not resolved. The customer stated that the malfunction occurred when a user attempted to issue medication to a patient, which resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.